Event description:
A pt reported that she was skin tested in the right forearm and at the hairline on 1 june 1998 with negative results. On 23 september 1998, the pt was treated to correct acne scars on both cheeks (contact with physician refused). During the procedure, the pt experienced brusing at the treatment sites, which according to the physician, was due to the an anti-inflammatory agent (clinoril) taken the night before. Upon returning home, the pt noticed that on the upper right cheek, the collagen had been injected a little to one side rather than beneath the scar, and she rubbed the area vigorously to try to redistribute the material. The pt stated the acne scar seemed to be as much as two and one-half times larger and deeper than it did originally. The massaged area was still discolored on 29 september 1998. The bruise resolved on approx 7 october 1998. The pt stated the scar was deeper, crater-like, and had not resolved as of 30 march 1999.